Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure vagal reflex was observed. Vagal reflex manifested as hypotension and bradycardia. An anticholinergic, vasopressors, and a non-selective beta-adrenergic receptor agonist were administered, followed by continuous intravenous infusion of vasopressors and non-selective beta-adrenergic receptor agonist. A post-operative blood gas analysis revealed hypokalemia in the patient. Oral potassium chloride sustained-release tablets and potassium citrate granules were administered for potassium supplementation. Blood potassium returned to normal shown by routine blood tests reviewed. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.